Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump deflation ball spring was identified to be misaligned; the pump was functionally tested to confirm the functionality of the pump. The pump failed the deflation test (2) and activation test (2). Product analysis therefore identified a pump malfunction which was concluded as the most probable cause of the device return. Although the information surrounding the return is limited; analysis did identify a device malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons.